Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was difficult to be placed during an implant. The rv lead exhibited high pacing thresholds. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.